Event description:
The customer reported that the invasive pressure channels intermittently freeze during cases. According to the customer, they must restart the system to recover. The device was in clinical . There was no reported patient impact/injury.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported that the invasive pressure channels intermittently freeze during cases. According to the customer, they must restart the system to recover. The device was in clinical use. There was no reported patient impact / injury.